Event description:
According to the distributor's report, a pt reported to the eye clinic after having a laceration closed with the device at another location. During application, some of the adhesive contacted the eyelashes and glued the eye shut. The eye clinic called to inquire how to treat the pt. They were instructed to use a petroleum jelly base ophthalmic ointment. No further info is reported.